Event description:
During planned maintenance of a defibrillator in the ICU, a battery fault notification appeared on the display. The battery fault was confirmed with the status indicator built into the battery itself. No defibrillator function while being powered by the battery was impacted. The battery fault notification was resolved with powering the defibrillator with a different battery of the same type. The battery fault was not able to be resolved with a "surepower" battery charger. The defunct battery was removed from service and the manufacturer was notified. Manufacturer response for surepower e series battery pack, surepower (per site reporter). Zoll wants the battery shipped to them as soon as the replacement battery arrives at this site. (B)(4) is their reference number.